Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal attempt due to embedment of the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post implant imaging has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to first removal attempt failed due to filter embedment.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal attempt due to embedment of the filter. The patient reported that the filter was embedded and underwent an unsuccessful retrieval attempt approximately sixteen months post implant. The filter was ultimately removed three months after the initial attempt. According to the medical records the patient has a history of blood clotting, depression, extensive pulmonary emboli, shortness of breath, hypotension, right heart strain, obesity, anxiety/panic attacks, hypokalemia, b12 deficiency, chronic iron deficiency anemia related to menorrhagia and urinary tract infection. The patient had a surgical history of gastric sleeve and abdominoplasty. Two days before the index procedure the patient presented to the hospital with chest pain, shortness of breath and near syncopal episodes. The patient underwent right and left pulmonary artery angiograms, mechanical disruption of the pulmonary artery thrombus and catheter directed tissue plasminogen activator (tpa). The procedures were repeated the next day and a right femoral arterial line was placed. Findings noted during that procedure were subtotal occlusion of the right lower lobe and upper lobe pulmonary artery and total occlusion of the middle lobe. A left pulmonary arteriogram noted total occlusion of the upper and lingula lobe pulmonary arteries and high grade occlusion of the left lower lobe. The next day the patient underwent selective right and left pulmonary arteriogram, inferior vena cava (ivc) venogram, optease vena cava filter placement and triple lumen catheter placement. According to the medical records, the indication for the filter placement was massive pulmonary embolism (pe) and right lower extremity deep vein thrombosis (dvt). The operative notes indicated near total resolution of the bilateral pulmonary emboli, small globular thrombus in the ivc adjacent to the renal veins. Due to the thrombus in the ivc, the filter was placed in the suprarenal ivc. Approximately one year and four months post implant, the patient underwent a failed percutaneous removal attempt from the inferior and superior approach. The patient recovered and was discharged home the same day. One year and six months post implant a bilateral ultrasound of the lower extremities was performed to evaluate for removal of the filter. No evidence of dvt was found. One year and seven months after the index procedure the patient underwent a successful wire assisted removal of the ivc filter from a femoral and internal jugular approach. The patient was discharged home the same day. The patient had a post procedure follow up one week later and had no issues. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post implant imaging has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per medical records indicate that the patient has a history of blood clotting, depression, extensive pulmonary emboli, shortness of breath, hypotension, right heart strain, obesity, anxiety/panic attacks, hypokalemia, b12 deficiency, chronic iron deficiency anemia related to menorrhagia and urinary tract infection. The patient had a surgical history of gastric sleeve and abdominoplasty. Two days before the index procedure the patient presented to the hospital with chest pain, shortness of breath and near syncopal episodes. The patient underwent right and left pulmonary artery angiograms, mechanical disruption of the pulmonary artery thrombus and catheter directed tissue plasminogen activator (tpa). The procedures were repeated the next day and a right femoral arterial line was placed. Findings noted during that procedure were subtotal occlusion of the right lower lobe and upper lobe pulmonary artery and total occlusion of the middle lobe. A left pulmonary arteriogram noted total occlusion of the upper and lingula lobe pulmonary arteries and high grade occlusion of the left lower lobe. The next day the patient underwent selective right and left pulmonary arteriogram, inferior vena cava (ivc) venogram, optease vena cava filter placement and triple lumen catheter placement. According to the medical records, the indication for the filter placement was massive pulmonary embolism (pe) and right lower extremity deep vein thrombosis (dvt). The operative notes indicated near total resolution of the bilateral pulmonary emboli, small globular thrombus in the ivc adjacent to the renal veins. Due to the thrombus in the ivc, the filter was placed in the suprarenal ivc.  Approximately one year and four months after the index procedure, the patient underwent a failed percutaneous removal procedure. Attempts were made from the inferior and superior approaches without success. The patient recovered and was discharged home the same day. One year and six months after the index procedure a bilateral ultrasound of the lower extremities was performed to evaluate for removal of the filter. No evidence of dvt was found. One year and seven months after the index procedure the patient underwent a successful wire assisted removal of the ivc filter from a femoral and internal jugular approach. The patient was discharged home the same day. The patient had a post procedure follow up one week later and had no issues.   Additional information received per the patient profile form (ppf) states that the patient experienced filter embedded in wall of the inferior vena cava (ivc). The patient had an unsuccessful removal attempt approximately one year and four months after the index procedure. One year and seven months after implantation, the filter was removed.